Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was implanted concurrently with excision of foreign body due to pelvic vaginal exposure. It was reported that following insertion the patient experienced extrusion, urinary problems, organ perforation and recurrence. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and the pelvicol acellular collagen matrix was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted (mesh was not listed in the claim). It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and recurrent pelvic organ prolapse and mesh was implanted. It was reported that the patient had a concurrent procedure of a posterior colporrhaphy and laparoscopic bilateral paravaginal repair performed during mesh implantation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).